Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system injection cap came off during use and leaked out blood and saline onto the user. The following information was provided by the initial reporter: "customer reported recently, twice in past week, we have had mishaps w/ the bd safety intimas (B)(4) and (B)(4); the y-site port w/ the afixxed injection cap falls off!! First time it happened during an infusion and blood and chemo leaked all over the patient; the second time it happened when I was flushing through the primary port and cap literally flew off the hub into my lap, again coviering me w/ blood and saline... What was the patient outcome? Are there any adverse events or serious injuries? - saline and patient's blood splattered onto nurse. No injuries".

Manufacturer narrative:
H6: investigation summary a device history review was conducted for the returned lot numbers. Our records show that this is the only instance of this issue occurring in either production batch. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. . Additionally, a sample could not be obtained for evaluation and testing. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system injection cap came off during use and leaked out blood and saline onto the user. The following information was provided by the initial reporter: "customer reported recently, twice in past week, we have had mishaps w/ the bd safety intimas 383323 and 383313; the y-site port w/ the afixxed injection cap falls off!! First time it happened during an infusion and blood and chemo leaked all over the patient; the second time it happened when I was flushing through the primary port and cap literally flew off the hub into my lap, again coviering me w/ blood and saline... What was the patient outcome? Are there any adverse events or serious injuries? - saline and patient's blood splattered onto nurse. No injuries".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2320394. D.4. Medical device expiration date: 30-nov-2026. H.4. Device manufacture date: 16-nov-2022. D.4. Medical device lot #: 2349450. D.4. Medical device expiration date: 31-dec-2026. H.4. Device manufacture date: 15-dec-2022. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.